Manufacturer narrative:
.

Event description:
It was reported that the physician's programming tablet was broken. It appeared to have been dropped and does not power on. The suspect device has not been returned to date. Attempts for additional pertinent information have not been successful to date.

Event description:
Additional information was received that the physician's office did not have ongoing issues with their programming systems. With the limited information available, it is not known to the manufacturer whether the issue with the programming computer resolved, did not exist, or is still ongoing. Attempts for additional pertinent information have been unsuccessful to date.